Event description:
Broken tubing; it was reported that the tubing was broken off from the bond joint with the female connector before use.

Manufacturer narrative:
Customer report was confirmed. Rec'd (1) complete flotrac kit. Tubing was completely broken off from bond joint with the female connector (attached to stand-alone stopcock).